Event description:
The customer reported that the fluoroscopic x-ray would not stop when the bulb switch was released. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The bulb switch was replaced. The system was then found to be operating as intended.